Manufacturer narrative:
A photo was provided that shows the iol still in the eye. There appears to be a small line/mark on the edge of the optic, near. Due to the quality of the photo it cannot be determined if it is scratch. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure after the lens was inserted in the eye, the surgeon observed a scratch on the corner of the lens optic. The lens was left implanted and there was no harm to the patient. Additional information was requested.